Manufacturer narrative:
The technician allowed the bed to sit for seven days and could not duplicate the alleged issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. No repair was needed, the bed functioned as designed. Based on this information, no further action is required.

Event description:
The technician found the bed with a note stating the bed goes into trendelenberg on its own. The bed is located in the sicu at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).